Event description:
After implantation, vf induction test was launched. Physician wanted to stop the test, however, this was reportedly impossible. "Stop" button was pressed on the programmer, but the test could not be interrupted.

Event description:
After implantation, vf induction test was launched. Physician wanted to stop the test, however this was reportedly impossible. "Stop" button was pressed on the programmer, but the test could not be interrupted.

Manufacturer narrative:
(B)(4).